Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Evaluation summary: the actual complaint device (lot 40231, manufactured april 2002) was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction has been shown to result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact rep or your healthcare professional." There is evidence of improper use. The engineering investigation concluded the engagement tabs was damaged while in the field. Tool marks were found on the engagement tab bases and engagement tab surface breaks. The marks are consistent with damage incurred by cutting the engagement tab(s) possibly with a tool such as an x-acto knife.

Event description:
This device case, reported by a consumer who contacted the company with a product complaint concerns a male patient. The patient was taking insulin lispro (humalog) via a hp ergo teal clear cartridge holder for the treatment of an unknown indication beginning at an unknown day. At an unknown time, the patient experienced problems with his hp ergo teal clear cartridge holder but no further details were provided. The hp ergo teal clear cartridge holder complaint is associated with cid00483009. The operator of the device was the patient. It is unknown, if the operator of the device was trained. The patient has used this device model for an unknown time period. The device will be returned to the company. It is unknown, if the hp ergo teal clear cartridge holder is continuing. Update 29-mar-2007 after follow up 28-mar-2007: conclusion summary added to case. Improper use field switched to "yes".